Event description:
I hope this message finds you well. I am writing to formally report a business that has failed to deliver on its promised results and is not responding appropriately to my requests for a resolution. The company in question provides aligner treatments, and I have encountered several issues that require your attention. This company is byte. First, the aligners I purchased have not delivered the results as promised. Despite following the treatment plan, I have not seen the improvements that were outlined to me at the time of purchase. Furthermore, I have repeatedly contacted the company to address this issue, but they have failed to respond to me in a timely and professional manner. I have been ignored and have not received the assistance I was promised. Some side effects of using their products are: bleeding gums, tooth pain, headaches, and gum pain. I started my treatment in (B)(6) 2024, and it was supposed to end in (B)(6) 2024; however, it is still ongoing. Additionally, after seeking a professional opinion, I obtained a doctor¿s note advising me to cease my treatment due to health concerns with using byte aligners. Following my unsuccessful treatments with the byte, I now have malocclusions on both sides of my jaws and periodontal disease at the age of 24. According to the company¿s policy, a doctor¿s note should be sufficient to receive a full refund (a full refund of (B)(6) for my treatment does not include any damages done and the required (B)(6) doctor's visit). However, despite this, the company has continued to ignore my requests for a refund and has not taken any steps to resolve the issue nor hold themselves accountable.